Event description:
Revision due to luxation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility france biomet ¿ 3006946279.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Concomitant medical products: bi-polar 28 cup 46mm, catalog #: 165216, lot #: 6584149. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00776. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial hip arthroplasty and had a closed reduction due to luxation. Subsequently, the patient underwent a revision due to further luxation.